Event description:
It was reported to 4web medical that a revision surgery was performed as the patient's skin split open while walking. The patient was noted to have neuropathy with associated foot numbness. The custom 4web device was explanted approximately 10 months following the initial implantation procedure. A subsequent procedure is planned to implant a new custom 4web device at the same anatomical location; however, the revision surgery has not yet been scheduled.

Manufacturer narrative:
The subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician. No product was returned to the manufacturer. The production records were reviewed for the product involved, no manufacturing deficiencies were identified that could have contributed to this event. There is no evidence that the device caused or contributed to the incident.